Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: corrosion was found on the motor flex connector. Investigation revealed a dim and discolored display screen. Review of the pump¿s black box data revealed a history of a call service alarm. The pump successfully completed the priming and a 24-hour exercise test without producing alarms. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed corrosion on the motor flex connector as well as a dim and discolored display. This report is made based on results of the investigation performed on (B)(4) 2014.